Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device replacement, the right ventricular (rv) lead could not be removed from the header of the device. The header of the device was broken to remove the rv lead from the header. The rv lead remains implanted and the device was successfully replaced. The patient was stable following the procedure and there were no adverse consequences.